Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was an alert for shock therapy delivered and boston scientific technical services (ts) was consulted. Upon review of the remote home monitoring system data ts noted that a ventricular tachycardia (vt) episode was detected in the ventricular fibrillation (vf) zone and quick convert anti-tachycardia pacing (atp) were delivered. Two thirds of the beats slowed after atp and the rhythm went back into ventricular tachycardia (vt) in the vf zone. A shock was delivered which put the patient into an atrial arrhythmia. The ventricular rate then accelerated to the vf zone again and a second shock accelerates the vf and a shock was delivered. At episode end the patient was in vt. The vt zone was programmed to monitor only with 170 as a detect rate. Ts discussed programming options. At this time it is unknown if the patient has had any further follow-up. The cardiac resynchronization therapy defibrillator (crt-d) remains in service and no adverse patient effects were reported.